Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issues on (B)(6) 2026, as the patient pulled the infusion site from the body when dropping the ilet device, tubing caught and adhesive removed, patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.